Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009, the patient stated that, while pulling the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber and a "small drop" of insulin spilled into the chamber. During troubleshooting with a company representative, the plunger was detached from the piston rod. Proper removal of the insulin cartridge from the chamber was reviewed with the patient. No blood glucose concerns related to this issue were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.